Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse could not replicate the issue but noted there was an error 119 in the system logs. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa noted the root cause was attributed to a component failure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported the left eye on the surgeon side console (ssc) was out. An intuitive surgical, inc. (Isi) technical support engineer (tse) had them reboot the system, but the issue remained. The tse then lost the customer call. The customer called back and reported they had no left eye on the ssc. The customer reported replacing the scope and power-cycling the system with no change. The tse asked customer to confirm the right and left eye were available vision side cart (vsc); which, the customer confirmed. The tse walked the customer through a hard power-cycle of ssc with no change. It was noted that error 119 was observed in the system logs. The customer confirmed that another ssc was available. The customer brought the replacement ssc into room and disconnected original ssc, with the system powered on (system faulted) and connected the second ssc. The tse walked the customer through a system power-cycle where the system powered on with an error 25759. The tse walked the customer through an additional power-cycle of the system and system powered on, but the surgeon not able to take control of instruments (da vinci is ready not observed). The customer confirmed the left eye was restored on the ssc. The tse walked the customer through a hard power-cycle of system and emergency power off (epo) of the patient side cart (psc). The system powered on and surgeon was not able to take control of instruments ('da vinci is ready' was not observed). The tse observed an 'end of procedure' in the system logs. The tse walked the customer through removing the instrumentation, the sterile adapters, and undocking; and then the 'da vinci is ready', was observed. The customer re-docked to patient and proceeded with the case. The procedure was completed with no reported patient harm, injury, or adverse outcome.